Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. Patient's blood glucose at time of incident was 52 mg/dl. The customer reported they go to hit calibration then it goes dark then it says pump failure and then it slowly come back. The customer had software error detected. Error table does not indicate the pump should be replaced. The pump passed selftest. Error table does not indicate that pump error alarm cleared active insulin. The customer was advised to monitor the pump. The customer declined low blood glucose trouble shooting. The insulin pump will not be returned for analysis.